Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the device will be investigated on medwatch#: 0001825034-2014-02677. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). Concomitant medical products- 157454 m2a - magnum 729210, 139268 m2a magnum 908320 & us157860 m2a magnum pf cup 748680 multiple MDR reports were filed for this event, please see associated reports: 1825034-2014-02317 / 02320. Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patients legal counsel that the patient's right hip was revised five years post-implantation due to hip pain, weakness and alval.